Manufacturer narrative:
The conclusions are as follows: the visual inspection revealed blood inside the connectors. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. Blood was noted inside the hexagonal cavities as well as inside the silicone caps. Blood introduction could have occurred during the lead connection. This may have been incurred through repetitive insertion and removal of the associated screwdriver. No tightening marks on the atrial and ventricular setscrew tips were noted, indicating an incorrect/incomplete leads connection. The subject lead was not returned for investigation. Based on the available information, no issue is suspected either on the subject pacemaker, nor on the subject lead. It should be noted that upon insertion of the is-1 lead pin, it is important to verify the is-1 lead pin protrudes beyond the connector port prior to and during any screwing operation as to assure an appropriate pacemaker-lead connection. For more details, please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2024, a pacemaker replacement was performed. After connecting the leads to the alizea (sn: (B)(6), it was confirmed that a click sound was heard with a torque wrench and that the leads were inserted correctly with x-ray. The procedure was completed after confirming that the leads did not pull out when pulled. On (B)(6) 2024, a pacemaker check before discharge showed three ventricular high-rate episodes and confirmed lead noise. No abnormal value in impedance or threshold of the venticular was observed. On (B)(6) 2024, the ventricular lead (rf46d / sn: (B)(6) has been replaced due to lead noise. It was confirmed that the ventricular lead was disconnected from the alizea without the use of a torque wrench. It was suspected to be a loose pin, so the lead was inserted again and tightened with a torque wrench, but no sound was heard and the lead pulled out. This event was observed again after several attempts. The subject alizea has been replaced. The corresponding lead has been capped and abandoned inside the body. A ventricular lead from another brand was added, connected to the new alizea (sn: (B)(6) and the procedure was completed.

Event description:
Reportedly, on (B)(6) 2024, a pacemaker replacement was performed. After connecting the leads to the alizea (sn: (B)(6), it was confirmed that a click sound was heard with a torque wrench and that the leads were inserted correctly with x-ray. The procedure was completed after confirming that the leads did not pull out when pulled. On (B)(6) 2024, a pacemaker check before discharge showed three ventricular high-rate episodes and confirmed lead noise. No abnormal value in impedance or threshold of the ventricular was observed. On (B)(6) 2024, the ventricular lead (rf46d/ sn: (B)(6) has been replaced due to lead noise. It was confirmed that the ventricular lead was disconnected from the alizea without the use of a torque wrench. It was suspected to be a loose pin, so the lead was inserted again and tightened with a torque wrench, but no sound was heard and the lead pulled out. This event was observed again after several attempts. The subject alizea has been replaced. The corresponding lead has been capped and abandoned inside the body. A ventricular lead from another brand was added, connected to the new alizea (sn: (B)(6) and the procedure was completed.

Manufacturer narrative:
The reintervention was not due to a device issue, the reintervention was due to a lead issue and after connection with the new lead, the issue has been observed during the procedure.